Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated, replaced and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an immediate loss of system functionality and self-rebooting. There is no report of a patient injury or death associated with this event.